Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1n51j, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 09-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the manufacturer representative (rep) that the patient reported pain in both legs and in their lower back. The rep reported that the environmental/external/ patient factors were that the patient fell in "early (B)(6)" of 2021 (the rep noted that the patient did not know the exact date). The diagnostics/troubleshooting that were performed were that the patient stated they'd already had an x-ray ordered by their implanting physician as well as an impedance check by their physician in their clinic. The rep noted that the interventions/actions that were taken to resolve the issue were that the rep recommended the patient turn their implant off until they saw their physician to discuss the x-ray results. The issue was not resolved at the time of the report. Additional information received on (B)(6) 2021 from a healthcare professional (hcp). The hcp reported that the cause of the reported issue was not known. X-ray was performed, impedance was in normal limits. The date of the pain in the leg was not known. Device was turned off pain subsided. The fall might have been the cause of the connection issue. The lead was replaced on (B)(6) 2021. The reported issue has not been resolved yet.